Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The ac power adapter was removed to resolve and will be replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device's monitor would intermittently go black. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.